Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Vessel morphology was reported as the distal aorta was narrow measuring 18 mm in diameter and it contained some calcium in the right proximal iliac artery. The proximal neck is 17 mm diameter and 18 mm long. The bifurcated stent graft was implanted on the right side and the contralateral limb and extension were implanted on the left side. It was reported that the patient presented to emergently with right leg pain. An angiogram was performed and it showed a partially occluded rcia. The decision was made to treat the patient with thrombolytics followed by implantation of a balloon expandable stent. This successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related: calcified vessels); incorrect technique/procedure (aortic neck diameter less than 19 mm) evaluation codes, conclusion: ;device failure/lack of effectiveness related to patient condition (anatomy related: calcified vessels); operational context contributed to event (aortic neck diameter less than 19 mm).

Event description:
Films were received and their evaluation was completed. Implantation films showed that the proximal aortic neck was long and straight. The aaa measured approximately 5cm, and the distal aorta diameter was 16mm. The ipsilateral limb was placed on the right side, and a contra limb and extension were placed on the left. Final angiogram showed good (equal) flow down both limbs; although the right limb was slightly more narrow (7mm) compared to the left limb (10mm). Diagnostic angiogram from shows thrombus within the distal 4 stents of the right/ ipsilateral limb, angiogram shows that the narrowed section of the right iliac limb measures 7.3mm diameter, and the distal limb measured 10.3mm dia. Following 10 x 40 ballooning and implant of a 9mm x 57 express stent into the distal ipsilateral limb, the occlusion was resolved. It is possible that the small distal aorta, and calcification in the right proximal iliac artery, may have contributed to the occlusion.

Manufacturer narrative:
Method: (films).